Event description:
The patient presented in clinic after experiencing a vibrational alarm. Upon interrogation, it was noted there was a loss of capture and high pacing impedance on the right ventricular (rv) lead. Lead damage or patient condition was suspected, but was unable to be confirmed. A lead revision is planned. The patient was stable and will continue to be monitored.

Event description:
Additional information was received indicating that during the extraction procedure, the patient experienced a cardiac problem that lead to brain failure and subsequently, the patient passed away. The exact cause of death is not available, but according to the field report, it was not possible to determine if the cardiac issues were related to the mechanical extractions or an electrical issue leading to electromechanical dissociation.

Event description:
Additional information was received indicating that the patient remains unconscious and on respiratory support following the explant procedure.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Additional information was received that during the explant procedure, pressure decreased and cardiac surgery was needed. The rv lead was extracted. The patient remains in the critical care unit.

Event description:
Further information indicates the patient remains in the critical care unit on respiratory support. No further information was available regarding the cause of the reported events.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.